Event description:
It was reported by the customer that during use on patient cs300 intra-aortic balloon pump (iabp) prior to pumping pump would not zero also received an "autofill failure" alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit restriction e1 initial reporter full name:(B)(6).

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) could not find an issue with this product. Performed complete calibration, functional, performance, and electrical safety tests.

Event description:
N/a